Event description:
It was received a legal claim from a patient: "on (B)(6) 2011, a patient underwent a surgical procedure due to a multiple pertrochanteric fracture of left femur. After a follow-up visit on (B)(6) 2012 in which there weren't problem, the patient started to experience a severe pain of hip. On the (B)(6) she was admitted in the hospital and the consecutive day, the surgeons noted the breakage of the nail during a visit. On (B)(6) 2012, the patient underwent an unanticipated surgery to remove the broken nail.

Manufacturer narrative:
Since this is a legal case no additional information is available at this time. The devices are not available due to the ongoing litigation.